Manufacturer narrative:
The device has not been returned for evaluation. It is unknown as to when this device broke or why. The DHR was reviewed for this device and it was documented as being manufactured to pioneer surgical's specifications. If more information becomes available pioneer surgical will update this MDR with any additional information.

Event description:
During a surgical procedure to add to a current spinal fusion it was discovered that one of the pedicle screws had broken mid-shaft. This screw was initially implanted on (B)(6) 2014. The screw was removed and replaced and the construct was extended to adjacent level.